Event description:
It was reported that the customer's serter was not working correctly. The infusion set falls out of the serter before it can be inserted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.